Event description:
A malfunction alarm identified as malf 12 was reported, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any further issues occurred. The caller acknowledged and understood the instructions.